Event description:
Approximately 2 weeks after treatment in the vertical lip lines with bovine collagen the patient developed erythema, pruritis, and edema. The skin test site also reacted at this time. Antihistamines orally, and topical arnica was prescribed. Patient was non-compliant and developed "general malaise" after swelling worsened. When gp prescribed "piriton" swelling improved and "patient feels better". Possible infection of injection sites due to patient scratching while asleep. Topical antibiotic prescribed.